Event description:
Patient has left subclavian introducer with triple lumen slick in place. Upon assessment, it was discovered that when the sidearm/cordis was flushed, it leaked out at the attachment site to the introducer and appeared that there was a crack at this connection point. No medications were/are running through the cordis.